Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. This incident occurred on (B)(6) 2021 and was followed by a device evaluation at the time. The service report from that timeframe confirmed the device operating within specification. Cynosure's clinical team investigated the event and determined it was inconclusive. Per clinical: it is unclear whether patient had sun exposure and if patient performed correct care post treatment. Patient was given aquaphor as preventative medication. Per cynosure's medical director: patient can seek microneedling to improve hypopigmentation experienced. Root cause as to why the patient experienced hypopigmentation is unknown and since there is no issues with the device and clinical investigation was inconclusive, cynosure will continue to monitor such complaints. Hypopigmentation is an expected transient side effect from such treatment. However, since hypopigmentation is still present after several years post treatment, this would be considered a permanent injury and therefore reportable.

Event description:
It was reported that patient experienced hypopigmentation following a treatment performed on (B)(6) 2021 using picosure. Patient did not follow up with the site until recently.